Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation product review of the skin graft mesher (B)(6) by dover on 21 february 2020 revealed that the pre-test calibration was in specification and the test cut passed. Product repair repair of the device was performed by dover on 21 february 2020 which included replacement of the following: gear additional repair included the device being disassembled, cleaned, tested, and calibrated to specification. The device, serial number (B)(6) , was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is not confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the mesh on previously recovered cadaver skin was incomplete. There was no patient involvement. No adverse events were reported as a result of this malfunction.